Event description:
Patient reported that back to back tests performed on the surestep meter were 186 and 244 mg/dl (27% diference). Patient stated that had dry mouth and blurry vision at the time tests were done. Control solution test result (129) was in range. There was no allegation of harm.